Event description:
As reported, the handle of an ncompass nitinol tipless stone extractor would not open the basket. The procedure was completed by using another new device. The issue with this device was discovered prior to making contact with the patient and it was not used. No adverse events have been reported as a result of the alleged malfunction.

Manufacturer narrative:
PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Summary of event: as reported, the handle of an ncompass nitinol tipless stone extractor would not open the basket. The procedure was completed by using another new device. The issue with this device was discovered prior to making contact with the patient and it was not used. No adverse events have been reported as a result of the alleged malfunction. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection and functional test of the complaint device was also conducted. The device was returned in the packaging tray, with no original packaging. The handle did not actuate the basket assembly. The basket sheath has a crumpled/kinked appearance at the distal end of the red support sheath. The sheath damage prevented the basket assembly from moving freely within the basket sheath. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Based on the available information and results of the investigation, cook has concluded that the cause of the damage could not be conclusively determined. Excessive force may have been inadvertently applied to the device, however no information was known regarding device handling. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.